Event description:
.

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). During pre-repair assessment performed by technician, it was noticed that the device failed the temperature testing.

Event description:
The device return for service due to overheating.

Manufacturer narrative:
The device was received for inspection. During the evaluation, the technician reported the tool could not be used, as the extension connection was heavily damaged. The grouting of the bevel wheels was insufficient. The ball bearings in the extension connection were damaged. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.